Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male patient on an impella cp for mechanical circulatory support. The echocardiogram indicated the impella position to be shallow and pushed in. During support, hematuria, a bleed in the mouth and no pulses in the foot were observed. The patient was weaned from the impella and it was explanted.